Event description:
It was reported that ventricular oversensing and noise occurred. During lead removal, an indentation on the upper part of the lead was noted, possibly due to friction to the clavicle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.